Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Device interrogation revealed that the device was at 4.4 months until eri. During previous visit in (B)(6)2018, the longevity estimate for the device was 2.2 years until eri. Device setting measurements were the same for both interrogations. The patient was stable during and after the device interrogation. The patient will continue to be monitored until the device reaches eri, and then, the device will be replaced.